Event description:
It was reported when using the bd pegasus pnk 20gax1.16in prn-capy non-pvc, the device experienced the catheter breaking off, separating from the hub lodging inside of the patient which required surgical intervention to remove the catheter. The following information was provided by the initial reporter. The customer stated: the needle was indwelling in the breast and used as a drainage tube. On the 7th day of indwelling, it was found that the 1/3 part of the catheter tube was broken at the front end and part of the catheter tube remained in the breast tissue. 2021-11-17 received the sales representative update, the incident description is updated as follows: "the drainage tube is used for the treatment of mastitis. The indwelling needle is punctured on the breast. There is no vein. It is on the fatty tissue. The broken tube has been removed surgically."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1201324. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event our engineers have determined that the most likely root cause for this event is the placement of the catheter tubing in an incompatible location. Bd pegasus units are only intended for intravenous infusion, placement of the device in adipose tissue can result in the catheter becoming difficult to dislodge and result directly in the breaking the catheter tubing.

Event description:
It was reported when using the bd pegasus pnk 20gax1.16in prn-capy non-pvc, the device experienced the catheter breaking off, separating from the hub lodging inside of the patient which required surgical intervention to remove the catheter. The following information was provided by the initial reporter. The customer stated: the needle was indwelling in the breast and used as a drainage tube. On the 7th day of indwelling, it was found that the 1/3 part of the catheter tube was broken at the front end and part of the catheter tube remained in the breast tissue. 2021-11-17 received the sales representative update, the incident description is updated as follows: "the drainage tube is used for the treatment of mastitis. The indwelling needle is punctured on the breast. There is no vein. It is on the fatty tissue. The broken tube has been removed surgically."